Manufacturer narrative:
5/18/2025: we were notified of a patient who had exploratory surgery to find retained capsule. Frm-0089c capsule incident questionnaire was sent to obtain additional information. 5/21/2025: we were informed that the physician wanted a second expert opinion to find any identifiable reasons for the capsule retention, as well as any insight into the cause of the patient's severe anemia, which led to hospitalization. A second read was approved. 6/10/2025: frm-0089c was received indicating that the patient came into the office for the capsule on (B)(6) 2025. They were given laxatives 2-3 separate times with the capsule not passing, after a week where the patient complained about pain and went to the hospital. At the hospital a CT scan showed the capsule lodged in the middle of the small bowel, therefore a surgery was scheduled. During the surgery the surgeon found the capsule to be already on its way to the colon with no obvious inflammatory bowel disease, stricture, or blockage. Capsule was excreted naturally after the procedure. Then, the capsule was read and the video ended while the capsule was still in the small intestine, therefore the customer never found the root cause of the retention. MRI was ordered by the physician to see if there are any anatomy issues in the small bowel. Since no further action will be required and therefore this complaint will be closed and reopened if additional information is received.

Event description:
5/18/2025: we were notified of a patient who had exploratory surgery to find retained capsule. Frm-0089c capsule incident questionnaire was sent to obtain additional information. 5/21/2025: we were informed that the physician wanted a second expert opinion to find any identifiable reasons for the capsule retention, as well as any insight into the cause of the patient's severe anemia, which led to hospitalization. A second read was approved. 6/10/2025: frm-0089c was received indicating that the patient came into the office for the capsule on (B)(6) 2025. They were given laxatives 2-3 separate times with the capsule not passing, after a week where the patient complained about pain and went to the hospital. At the hospital a CT scan showed the capsule lodged in the middle of the small bowel, therefore a surgery was scheduled. During the surgery the surgeon found the capsule to be already on its way to the colon with no obvious inflammatory bowel disease, stricture, or blockage. Capsule was excreted naturally after the procedure. Then, the capsule was read and the video ended while the capsule was still in the small intestine, therefore the customer never found the root cause of the retention. MRI was ordered by the physician to see if there are any anatomy issues in the small bowel. Since no further action will be required and therefore this complaint will be closed and reopened if additional information is received.